Manufacturer narrative:
H6: patient code e0605 cardiac tamponade added per surpass data. B5 describe event or problem: updated with additional information received.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. During the procedure following the closure device release a sweep for effusion was performed a mild increase to the trivial baseline effusion was note. The physician observed the effusion on transesophageal echocardiography (tee) for several minutes and determined that it did not appear to be increasing. Heparin was reversed and the patient was transported to the recovery area with additional imaging to be performed to evaluate any increase to pericardial effusion (pe). When additional imaging was performed, a substantial increase was identified, and the patient was transferred to the cardiac catheterization lab and the physician performed pericardiocentesis to drain effusion. The effusion was drained, and the patient appeared stable. At some point following the tap the physician looked at the imaging obtained and noted what appeared to be a tear or perforation to one of the aortic valve leaflets. The decision was made for an open chest intervention. The patient passed away and an unknown time following the intervention. It was further reported that the physician stated that a tear or puncture in one of the aortic valve leaflets was suspected on imaging, indicating a possible aortic puncture. Upon surgical intervention, the physician stated that no puncture of the aorta or the laa was identified. Due to hipaa regulations, the cause of death could not be obtained. It was further reported that cardiac tamponade occurred.

Manufacturer narrative:
H6 patient code e0604 cardiac perforation removed. B5 describe event or problem: updated with additional information received.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. During the procedure following the closure device release a sweep for effusion was performed a mild increase to the trivial baseline effusion was note. The physician observed the effusion on transesophageal echocardiography (tee) for several minutes and determined that it did not appear to be increasing. Heparin was reversed and the patient was transported to the recovery area with additional imaging to be performed to evaluate any increase to pericardial effusion (pe). When additional imaging was performed, a substantial increase was identified, and the patient was transferred to the cardiac catheterization lab and the physician performed pericardiocentesis to drain effusion. The effusion was drained, and the patient appeared stable. At some point following the tap the physician looked at the imaging obtained and noted what appeared to be a tear or perforation to one of the aortic valve leaflets. The decision was made for an open chest intervention. The patient passed away and an unknown time following the intervention. It was further reported that the physician stated that a tear or puncture in one of the aortic valve leaflets was suspected on imaging, indicating a possible aortic puncture. Upon surgical intervention, the physician stated that no puncture of the aorta or the laa was identified. Due to hipaa regulations, the cause of death could not be obtained.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. During the procedure following the closure device release a sweep for effusion was performed a mild increase to the trivial baseline effusion was note. The physician observed the effusion on transesophageal echocardiography (tee) for several minutes and determined that it did not appear to be increasing. Heparin was reversed and the patient was transported to the recovery area with additional imaging to be performed to evaluate any increase to pericardial effusion (pe). When additional imaging was performed, a substantial increase was identified, and the patient was transferred to the cardiac catheterization lab and the physician performed pericardiocentesis to drain effusion. The effusion was drained, and the patient appeared stable. At some point following the tap the physician looked at the imaging obtained and noted what appeared to be a tear or perforation to one of the aortic valve leaflets. The decision was made for an open chest intervention. The patient passed away and an unknown time following the intervention.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. During the procedure following the closure device release a sweep for effusion was performed a mild increase to the trivial baseline effusion was note. The physician observed the effusion on transesophageal echocardiography (tee) for several minutes and determined that it did not appear to be increasing. Heparin was reversed and the patient was transported to the recovery area with additional imaging to be performed to evaluate any increase to pericardial effusion (pe). When additional imaging was performed, a substantial increase was identified, and the patient was transferred to the cardiac catheterization lab and the physician performed pericardiocentesis to drain effusion. The effusion was drained, and the patient appeared stable. At some point following the tap the physician looked at the imaging obtained and noted what appeared to be a tear or perforation to one of the aortic valve leaflets. The decision was made for an open chest intervention. The patient passed away and an unknown time following the intervention. It was further reported that the physician stated that a tear or puncture in one of the aortic valve leaflets was suspected on imaging, indicating a possible aortic puncture. Upon surgical intervention, the physician stated that no puncture of the aorta or the laa was identified. Due to hipaa regulations, the cause of death could not be obtained.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0037074599. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion with cardiac tamponade and death (additional device required, surgical intervention, imaging required). Risk review: a risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27 mm watchman flx pro closure device was selected to be used. During the procedure following the closure device release a sweep for effusion was performed a mild increase to the trivial baseline effusion was note. The physician observed the effusion on transesophageal echocardiography (tee) for several minutes and determined that it did not appear to be increasing. Heparin was reversed and the patient was transported to the recovery area with additional imaging to be performed to evaluate any increase to pericardial effusion (pe). When additional imaging was performed, a substantial increase was identified, and the patient was transferred to the cardiac catheterization lab and the physician performed pericardiocentesis to drain effusion. The effusion was drained, and the patient appeared stable. At some point following the tap the physician looked at the imaging obtained and noted what appeared to be a tear or perforation to one of the aortic valve leaflets. The decision was made for an open chest intervention. The patient passed away and an unknown time following the intervention. It was further reported that the physician stated that a tear or puncture in one of the aortic valve leaflets was suspected on imaging, indicating a possible aortic puncture. Upon surgical intervention, the physician stated that no puncture of the aorta or the laa was identified. Due to hipaa regulations, the cause of death could not be obtained. It was further reported that cardiac tamponade occurred.